Event description:
It was reported that (1) atw35 device was used during an unknown procedure. It was reported by the rep that the stapler did not form all the staples before the artery was out. There was an extended or time by five mins. It is unknown how the case was completed.